Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the hp052, with lcsc5, were being used by the surgeon, when they felt a shock in their leg. The hp052 was lying against the leg. It could have been a coincidence, but surgeon wanted it tested anyway. There was no consequence to the pt.